Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3008452825-2021-00272. Following a pulmonary vein isolation procedure, a pericardial effusion occurred. During the procedure, the patient became hypotensive and an echocardiogram revealed an effusion. A pericardiocentesis was performed, however surgical intervention was required to place a pigtail device. An echocardiogram was performed again which revealed no effusion and the patient was discharged. There were no performance issues with any abbott devices.